Event description:
It was reported that, during a procedure using an obtryx ii system, the sling broke while being pulled into position, while noting that the patient had difficult anatomy. The event is unclear and attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the mesh was torn. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of mesh torn.